Event description:
It was reported "lock mechanism cracking and fluid/blood backing up into the contamination sleeve". No paitient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint for "lock mechanism cracking and fluid/blood backing up into the contamination sleeve" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "lock mechanism cracking and fluid/blood backing up into the contamination sleeve". No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).